Event description:
The patient reported that after swimming for about 15-30 minutes there was no power to the pump. There was no visible corrosion in the battery compartment. There was no structural damage to the battery cap or battery compartment. The issue was not resolved after inserting a new battery. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during testing the pump booted to the "verify" screen with auditory and vibratory alarms; the display was found to be discolored with moisture spots/stains on it. An "ezprime" operation was performed and during the "rewind" step, pump gave a cs078-0008 alarm. Further product performance testing was unable to be completed due to motor error alarm. The pump was opened and moisture damage/corrosion was noted on the ir circuitry, pcb assembly, motor circuitry, force sensor housing, and vibration motor. The pump black box history was unable to be downloaded due to moisture damage.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.